Manufacturer narrative:
No screen anomalies noted during testing. Device passed displacement test and selftest. Hardware low level failures (variable 14) was present in the insulin pump trace download, problem isolated to keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose level was 159 mg/dl. The customer stated that the insulin pump kept vibrating after removing the battery. The customer was unable to perform self test as they were unable to exit the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.